Event description:
It was reported that the procedure was to treat a 70% stenosed and concentric lesion in the proximal left main with mild tortuosity. Pre-dilatation was performed and the 2.5 x 18 mm xience prime stent delivery system (sds) was advanced into the guiding catheter; however, the mid shaft separated in the physician's hands. It was noted that there was no excessive force used, and there was no resistance. The separated portion was easily removed from the guiding catheter. A new xience prime sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.